Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: observed the battery compartment is cracked below the finger pad extending down to the primary seal . No issue with loss of power. No evidence of moisture damage in battery compartment. Confirmed the bolus button cover and plug are detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies found. (B)(6).